Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The cause of the reported events is due to external insulation abrasion which is consistent with friction to the device can.

Event description:
During follow-up, decrease r wave sensing and noise was noted on the right ventricle (rv) lead. The rv lead was explanted to resolve the issue. The patient was in stable condition.